Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing unknown planned treatment/non-emergency treatment. The procedure was completed by using another system. The philips field service engineer (fse) visited onsite and confirmed that the system could not emit x-ray. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the cooling unit did not start. The fse measured the cooling oil level and found it below the standard level and confirmed that the cooling unit is the cause of the malfunction. To resolve the issue, the fse added cooling oil to the cooling unit. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.